Event description:
Rptr noticed changes in implant. Eventually, after 2 yrs had surgery for explantation. Implant was ruptured. Device was a double lumen filled with 75 cc silicone which ruptured. Saline lumen was intact. Had appointment with plastic surgeon that originally did implant. He said something was wrong with it but they would wait. Rptr was having other health problems at the time. He didn't mention that rptr had a silicone implant. Rptr was under the assumption the implant was saline filled. After original implantation rptr started having urinary problems, joint problems and sleep disturbances. She eventually had stinging and burning of hands and feet and stinging and burning under arm where the implant had ruptured.